Event description:
Procedure: laparoscopic appendectomy. According to the reporter: the surgeon ligated pt side and cut tissue, the suture came off after operation. Re-operation: ileocecal resection. Functional end-to-end anastomosis with competitor's device was done. Pt is under operation. Operating time not extended. Under 500 cc bleeding. Pt age, gender and weight: unk.

Manufacturer narrative:
(B)(4).